Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt noted yellow battery alarms that were "inappropriate and continuous". The system controller was exchanged without incident.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported alarms were confirmed during analysis. During functional testing, a power cable disconnect alarm occurred when the black power lead was maneuvered. When the system controller was run by just the black power lead, a yellow battery alarm became active and progressed to a red battery alarm. During further investigation, it was found that the brown conductor (battery gauge line) of the black power lead was broken. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.